Manufacturer narrative:
The subject device was returned to omsc for evaluation. As a result of the evaluation on (B)(6) 2016, omsc confirmed that the tissue pad was partially worn and there were contact marks on the surface of the probe and the metal part of the jaw each other. When we implemented probe check, probe damage error was not reproduced. When we closed the grasping section and activated seal mode, short circuit error was occurred. The coating on the outer surface of the jaw was worn and partially came off. The manufacturing record was reviewed with no irregularities. These types of coating damage and error are most likely related to the operator's technique. Based on the past similar cases, it was known that the coating partially came off when the device was scraped by other hard instrument. There is a possibility that the probe damage error occurred by activation during the probe contacted with the metal part of the jaw each other, after the tissue pad on the jaw was partially worn. The instruction manual of the subject device already states. Warnings: if the grasping section, metal-exposed area around it or the probe tip gets filthy during treatment, wipe it with a soft object such as a piece of gauze or a brush. Do not attempt to scrape it with a sharp object such as a scalpel or the tip of tweezers. Otherwise, the grasping section, metal-exposed area around it, the fluorine resin part, a coated surface or the probe tip may be scratched and damaged, which may lead to fall-off of the damaged part into the body cavity or burns of the tissue by a high-frequency leak current output due to destruction of the insulation structure. Warnings: do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating.

Event description:
The subject device was used during an uncertain procedure. After about 30 minutes of procedure, a probe damage error occurred. The procedure was completed with a similar device. There was no patient injury reported. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The evaluation on (B)(6) 2016 confirmed that the coating on the outer surface of the jaw was worn and partially came off.